Event description:
It was reported to philips that the device display flickered before going blank during power up. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.